Manufacturer narrative:
Continuation of d10: product ID bi70002000-g27 (unknown serial/lot); product type: 2560-mnav - o-arm system; implant date n/a; explant date n/a section d references the main component of the system. Other medical products in use during the event include: kit svc o2 bi71000529 pendant o2 svc kit bi71000105 v groove rollers h3) onsite functional and visual examination was performed by a manufacturer representative. Replaced pendant, and updated firmware. Found unusual noise was caused by v-groove rollers that were seized up. Inspected all of the rollers, and replaced any that did not spin freely. Opened and closed the gantry door 10 times without any issues. Completed system checkout. System is fully functional at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the system was experiencing multiple issue. The gantry would not close all the way. There was a loud sound during the spin. The pendant was intermittently not responding. There was no patient involvement.